Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the seat frame being cracked. Inspection of the returned seat frame uncovered evidence that both sides of the seat rail portion of the seat frame had an apparent crack that had been welded over. Although the crack itself could not be visually confirmed, the obvious welding suggested that there was a crack in the seat frame tubing. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the seat frame being cracked. Inspection of the returned seat frame uncovered evidence that both sides of the seat rail portion of the seat frame had an apparent crack that had been welded over. Although the crack itself could not be visually confirmed, the obvious welding suggested that there was a crack in the seat frame tubing. Per provider, the right side of the seat frame is cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per provider, the right side of the seat frame is cracked.